Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user discovered a crack at the bottom of the ilet screen in the morning. The user believed it may have occurred while rolling onto the device during sleep between 08/31 and 09/01. The screen was unresponsive, and the ilet could not be unlocked. The device had been synced before shutdown. A replacement was arranged. No injuries were reported.